Manufacturer narrative:
(B)(4). Evaluation of complaint data for the products and likely cause lot identified normal complaint activity. Additionally, review of the lot device history records did not reveal any issues related to the customer's observation. Label reviews were also performed and found them to adequately address the customer's issue. The returned samples were evaluated using the prism (B)(6) lots used at their facility (except lot 52010m500 since it expired 2016/01/12) with samples (B)(6). Samples (B)(6) were non-reactive. However, samples (B)(6) were repeatedly reactive, confirmed positive with prism hbsag confirmatory and non-reactive with prism hbcore. Taken together with the negative nat results provided by the customer, the four samples are false positives. As a result, a review of the prism metrics field data was performed, which indicated that prism (B)(6)lots 52010m500, 56121m500, 58050m500, 59002m500 and 60047m500 are meeting labeling claims for clinical specificity. No product deficiency or malfunction was identified.

Manufacturer narrative:
(B)(4). (B)(6). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated (B)(6), confirmed positive prism (B)(6) results on 6 donors ids (B)(6)who tested (B)(6). The donors were (B)(6) on prior donations. No impact to patient management was reported. No specific donor information is available.